Manufacturer narrative:
Product complaint # (B)(4). H10 statement: additional information provided "issue occurred as a result of hospital staff confusion/mistake and was not a product related issue.". Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination. H6.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lipped 28mm ID 52mm od liner was in fact initially used, and the wrong sticker for a lipped 32mm ID 52mm od liner was placed in the njr form for the patient. It is not clear as to why there was a 32mm ID 52mm od liner sticker in the theatre at the time of the surgery, however the hospital is carrying out further investigation into this issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (nc search) was performed for the finished deviceproduct code: (B)(4), lot number: m2706y, and no non-conformances / manufacturing irregularities were identified.